Manufacturer narrative:
The lot history record was reviewed for any abnormalities which, may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. One of the two complaint samples was returned for evaluation. The complainant also returned photos of both samples. The following was observed: one catheter was returned in a sealed package. The straightener is still present on the shaft. There is blood on the hub of the catheter. There are two breaks in the soft tip section. The middle layer is crumbly. The clear outer layer is present. Cracking and embrittlement are present. There are no signs of discoloration or milky white substance as found in re-sterilization. Kinking the soft tip caused breaking. Conclusion: the complaint investigation was confirmed during the visual inspection of the returned sample. This type of complaint is being researched through corrective action c2001040. Preliminary findings have shown that gamma exposure will cause the middle layer of the soft-vu catheter tip to become embrittled. It has been proven that this phenomenon can not be duplicated during any process that is performed at angiodynamics. Our carriers have confirmed that they do not use any form of radiation on the packages they handle during transit. Our products are clearly labeled against resterilization. Corrective action c2001040 remains open and further testing is underway. This complaint will be closed pending the results of corrective action c2001040. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Two halo catheters were broken in succession while inserting a guidewire into the first catheter for angiography, the tip of the catheter was broken off. During routine preparative in which a guidewire was inserted to straighten up the tip of the catheter. The catheter was broken easily. As for the second catheter, the tip broke prior to the guidewire insertion. The catheters were not applied to any patients.